Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call of fluctuating blood glucose of 22mg/dl to 310 mg/dl. The customer treated with chocolate and soda. Customer indicated that this is their first day on the pump and they will speak with their diabetes educator about their blood glucose. Troubleshooting advised customer that the pump was operating as designed. Customer was advised to speak with their educator as the customer did not know what their pump settings should be and would like the educator to program the pump.